Manufacturer narrative:
UDI number added.

Manufacturer narrative:
The device was not returned to the factory for evaluation as the remote application specialist was already involved. She stated that according to the hospital's staff, the entire event lasted about 5 minutes. The patient arrived at 11:44 am on (B)(6)2017 into the post-anesthesia care unit (pacu). As the patient was placed on the monitor, the nurse said spo2 displayed a value of 55 and never alarmed the entire time. The staff had to perform interventions for the patient to get the values within a normal range. The intervention performed was a jaw thrust, a nasal airway was placed and a face mask at 15l of oxygen. The patient's saturation did return to a normal range without further intervention. The patient pulled out the nasal trumpet when he began to awake from anesthesia and did not need further intervention. He was discharged to home at 3:45pm the same day. A field service engineer was subsequently dispatched onsite. He pulled the monitor log files which were reviewed by the responsible product support engineer (pse). These logs revealed that the monitor was in standby at 11:44 am when staff claimed the event occurred. However, at 11:49 am it shows there was a desaturation alarm at 11:49:21 am at a value of 48 which was immediately silenced. The customer told the involved 3rd party clinical specialist (cs) that at that time an ancillary staff member assisting to bring the patient from the operating room (or) might have silenced the alarm before the nurse realized the event occurred. The cs explained the customer that the exact times the customer stated the event occurred, the monitor was in standby. But afterwards at 11:49:21 am there was an event, an alarm was triggered and it was silenced. Which is what the staff was questioning that the monitor never alarmed for the event. The short time differences between the customers documentation and the time on the monitor could not be clarified. The monitor was in standby at the time of the alleged malfunction afterwards the device did announce the alarm as specified but it was silenced. No product malfunction could be identified. The problem was solved by instructing the customer by the philips fse which is considered as all that is warranted for this issue. The product remains at the customer site. This issue was resolved by instructing the customer. It has been established that there was no product malfunction. The device was in standby initially upon arrival of the patient but then was monitoring and announced the alarm correctly but this alarm was immediately silenced. Additionally, the available information from this report does not support that this failure represents a systemic, design, or labeling problem. No further investigation or action is warranted.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a spo2 failure to alarm. The device was used for monitoring at the time of the alleged malfunction. Oxygen delivery was necessary to get the saturation back to a normal range.